Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt reported they need needed to get their scs system removed. Pt stated the ins battery, leads & wires were causing them a lot of issues which pt related to their body composition. Pt described they are very lean so the device components stick out of their back/spine & hips; pt said the wires can be seen where they run from the middle of their back to the battery. Pt even mentioned the adaptive stim feature causing them problems because of their body size. Pt said they have always had an issue with the scs system adding it is getting worse. Pt said they were told to deal with it but now they do not even turn it on. Pt said they have had 3 scs surgeries.  Pt said they were then upgraded to an intellis, but b/c of a damaged recharger never being replaced they have not used the ins since maybe 2019-see rtg0331649. Pt described since the ins was off for a few months it had to be jumpstarted. Pt said every time they have gone in for surgery both the battery and leads were touched (manipulated). Pt said they talked to their primary doctor about scs issues and they agreed it needed to be removed. Doctor advised pt to contact medtronic. Pt said they were never given a rep although they requested to be set up with a rep multiple times. The patient was redirected to their healthcare provider to further address the issue. Pt said they were implanted in (B)(4) but they no longer live in (B)(4). Pt did not have a current hcp for scs ins follow-up. Pt asked if medtronic was able to determine if tricare was accepted. Pss provided pt with physician listing from a wider demographic search in order to find someone within their network. Redirected caller: patient's hcp patient provided date of birth differently than that on registration page and an updated address; see email to prsredirected caller: device registration pss emailed patient with list of physicians as requested.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# : (B)(4), product type: lead. Serial#: (B)(4), product type: lead. Other relevant device(s) are: ubd: 29-jan-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.